Manufacturer narrative:
According to information by our field service engineer, the hospital replaced the inspiratory and the expiratory pressure transducers printed circuit boards (pcb:s). After replacement of both pcb:s, the ventilator was released for use. The device logs were not provided. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The inspiratory and the expiratory pressure transducers pcb:s were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator had an issue related to positive end expiratory pressure. There was no patient harm reported. Manufacturer's ref. (B)(4).